Event description:
The physician was treating a patient with an mca occlusion. The retriever was deployed so it was very embedded in the clot. During withdrawal of the retreiver, the microcatheter was positioned over the platinum portion of the retriever loops as described in the instructions for use. The physician noted a kink in the artery and was experiencing considerable resistance during device withdrawal when the retriever fractured resulting in a separation of the retriever distal tip, leaving the distal tip in the mca artery. The physician tried to retrieve the detached tip using a second retreiver x6 but unsuccessful in retrieving the fractured tip. No vessel perforation was noted. The detached retriever tip did not worsen the occlusion, and the patient did not suffer any adverse health effects/clinical sequelae directly associated with the merci retriever tip fracture or attempts to retrieve the detached distal tip. Additional patient information: the patient's mca remained occluded and the patient went on to have a very large swelling and mid-line shift (due to the cerebral infarction) and died the next day as a result of the stroke. The physician did not feel that the device fracture had any impact on the patient's death.